Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt failed testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the j702 connector was damaged inside the distribution node (dn). The cause of the test failure is the damaged connectors. The root cause of the damaged connectors is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.